Event description:
The patient has been having a lot of problems with her hip from where the battery was implanted. The battery was uncomfortable, pushing up against her sciatic nerve, and there was not enough scar tissue. It was noted that she is very small, (B)(6). Her hip is ¿really far out of place¿ and that it was already out of place but has gotten worse to the point that ¿if you push on it, it will bring me off the table¿. The night she had the device implanted, she was throwing up all night because she was in so much pain. She has experienced pulling and burning sensations at the ins site. It feels like the battery gets stuck, moves and pushes. The battery also gets swollen and the groin area can also swell. It hurts ¿up into where the wires go into the back¿. Her back gets really stiff and ¿almost go into spasm¿. She has had these problems since implant. The ins sticks out so far that it is visible through clothing and will get caught on the spokes of a chair because she does not ¿have any padding back there¿. She does try to pad it with gauze but anything she sits on hits on the battery. It felt like the ins was pushing against the skin and incision scar. It felt like she has taken 10 steps back and only leaves the house once a week. It was noted that she had an injury to her right side so the ins was implanted on the left side. Between those things it can make it difficult to walk some days. She was told about 6-8 weeks after implant that her problems at the ins site were normal and it would take more time to heal and develop scar tissue. She has lost (B)(6) pounds since implant due to depression but she has always been small. During her implant surgery she could hear the health care provider (hcp) remarking how small she was and that ¿the extenders¿ could not be used. It was after implant that her doctor told her that her that he was used to implanting them in larger patients. If someone told her this ahead of time she might have reconsidered having the device implanted. Due to the problems at the ins site and hip she has not been using the device therapy as much. The therapy does work well for her circulation problems in her foot but does not help as much with the pain. She still felt the device therapy was beneficial and that after implant it was the first time in 3.5 years that her foot was not turning blue. The device therapy has been the only thing to help her circulation problems in her foot. It was noted that she had complex regional pain syndrome. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).